Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy on (B)(6) 2013 01:59:26. During night drain cycle seven, the patient's ultrafiltration reading was 1738ml, indicating the home patient (hp) drained 1538ml more than their maximum programmed fill volume of 2000ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. The cause was use error, tidal total ultrafiltration removal set too low. Homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. If additional relevant information is received, a supplemental medwatch will be filed.